Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The valve got fully re-sheathed 2 times due to the implant being too high. The final implant depth at non-coronary cusp (ncc) was 4.1mm and left coronary cusp (lcc) was 3.4mm. The patient developed left bundle branch block (lbbb) after the valve was introduced. After deployment, the patient was going between pacing and lbbb. The first EKG showed first degree atrioventricular block. A small left pleaural effusion was observed in the left lower lobe. A temporary pacemaker was placed to treat the lbbb. No further intervention was performed for the pleural effusion. The patient was discharged on (B)(6) 2026.